Event description:
The information received from the affiliate states that when the physician was preparing the product for the procedure, he noticed there was a leakage from the proximal portion of the shaft at the hub joint. Therefore, another balloon catheter was used and the procedure was finished successfully. There was no defect to the outer box and sterile pouch. The product was properly stored in storage. The product was not clinically used. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submtted within 30 days of receipt.